Event description:
Information received by medtronic indicated that the insulin pump was delivering bolus by itself when the customer was asleep. Customer reported they woke up to check blood glucose but there were boluses he did not deliver but it shows on his active insulin. Customer's blood glucose at the time of call ranged from 60 to 70 mg/dl and treated with food. Customer experienced symptom of low blood glucose like shaking. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. No over delivery anomaly noted. The pump was monitored for 2 days. No unexpected bolus delivery noted. [Per (B)(4) (software engineer r&d), during the date of jan, 13,2022 the user delivered several boluses: all of them were programmed using bolus wizard. Regarding last two boluses (delivered 22:59 and 23:24), both of them were programmed by user and user commanded to start the bolus. The keypresses and screen navigations confirm the user activities.] There was no bolus listed in the pump history file on january 13, 2022 at 10:58pm. However, there was a bolus listed on 01/13/2022 at 22:59:19.000, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 14, bolusamountdelivered = 14, activeinsulinatprogrammingtime = 7.3. Please see below for the boluses listed on the event date 13-jan-2022. 01/13/2022 01:02:25.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.15, bolusamountdelivered = 0.15. 01/13/2022 01:07:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.175, bolusamountdelivered = 0.175. 01/13/2022 01:12:23.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.15, bolusamountdelivered = 0.15. 01/13/2022 01:17:24.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 01/13/2022 01:22:20.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 01/13/2022 01:27:19.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 01/13/2022 01:32:21.000 normalbolusdelivered, normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2. 01/13/2022 01:37:25.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.35, bolusamountdelivered = 0.35. 01/13/2022 01:42:22.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.25, bolusamountdelivered = 0.25. 01/13/2022 01:47:16.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.15, bolusamountdelivered = 0.15. 01/13/2022 01:52:09.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025, bolusamountdelivered = 0.025. 01/13/2022 02:12:25.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.15, bolusamountdelivered = 0.15. 01/13/2022 02:17:25.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.175, bolusamountdelivered = 0.175. 01/13/2022 02:22:25.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.2, bolusamountdelivered = 0.2. 01/13/2022 02:27:28.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.275, bolusamountdelivered = 0.275. 01/13/2022 02:32:34.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 02:37:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.425, bolusamountdelivered = 0.425. 01/13/2022 02:42:33.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 02:47:36.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 02:52:28.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.35, bolusamountdelivered = 0.35. 01/13/2022 02:57:17.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 01/13/2022 03:02:15.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 01/13/2022 03:22:09.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.025, bolusamountdelivered = 0.025. 01/13/2022 03:27:23.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.05, bolusamountdelivered = 0.05. 01/13/2022 03:32:24.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.1, bolusamountdelivered = 0.1. 01/13/2022 03:37:28.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.175, bolusamountdelivered = 0.175. 01/13/2022 03:42:33.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.375, bolusamountdelivered = 0.375. 01/13/2022 03:47:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.4, bolusamountdelivered = 0.4. 01/13/2022 03:52:33.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.425, bolusamountdelivered = 0.425. 01/13/2022 03:57:28.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.35, bolusamountdelivered = 0.35. 01/13/2022 04:02:28.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.35, bolusamountdelivered = 0.35. 01/13/2022 04:07:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 04:12:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:17:29.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 04:22:26.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:27:26.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:32:58.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 04:37:37.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:42:38.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:47:37.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 04:52:33.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 04:57:35.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 05:02:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:07:32.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:12:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 05:17:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:22:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:27:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 05:32:26.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:37:41.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 05:42:37.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:47:38.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 05:52:34.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.4, bolusamountdelivered = 0.4. 01/13/2022 05:57:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.3, bolusamountdelivered = 0.3. 01/13/2022 06:02:31.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.4, bolusamountdelivered = 0.4. 01/13/2022 06:07:33.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 06:12:32.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.425, bolusamountdelivered = 0.425. 01/13/2022 06:17:18.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.125, bolusamountdelivered = 0.125. 01/13/2022 06:27:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.425, bolusamountdelivered = 0.425. 01/13/2022 06:32:27.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.475, bolusamountdelivered = 0.475. 01/13/2022 06:37:26.000 normalbolusdelivered, bolusprogrammingmethod = cl1 micro bolus (670 only), normalbolusamountprogrammed = 0.45, bolusamountdelivered = 0.45. 01/13/2022 06:41:24.000 normalbolusdelivered, bolusprogrammingmethod = cl1 food bolus (670 only), normalbolusamountprogrammed = 24.6, bolusamountdelivered = 11.9. 01/13/2022 06:42:52.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 24.6, bolusamountdelivered = 8.9. 01/13/2022 08:00:32.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 24, bolusamountdelivered = 8.9. 01/13/2022 08:22:51.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 10. 01/13/2022 08:23:46.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 6.4. 01/13/2022 11:42:32.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 10. 01/13/2022 11:43:33.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 10. 01/13/2022 16:15:48.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 24.4, bolusamountdelivered = 24.4. 01/13/2022 16:20:11.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 24.8, bolusamountdelivered = 24.8. 01/13/2022 21:10:07.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 25, bolusamountdelivered = 25. 01/13/2022 22:59:19.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 14, bolusamountdelivered = 14. 01/13/2022 23:24:17.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 20, bolusamountdelivered = 20. Pump error 63 (variable 3) on 02/05/2022 at 11:38:01.000 (current pump's time and date as received) alarmed during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. Unable to determine root cause of the pump error 63 due to pump preservation. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and partially detached retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed most of the functional testing, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat. Unable to confirm alleged low bg's. The customer alleged possible over delivery anomaly was not confirmed. Pump error 63 alarm was confirmed during self test. Bolus anomaly was not confirmed. Analysis identified product meets specification? No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.